Manufacturer narrative:
(B)(4). Additional information provided: what device was used for the proximal and distal transaction? Powered echelon flex, blue reloads. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, where was the indicator within the green zone/gap setting scale? Towards the bottom of the scale. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired? Crunch. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What was the purpose of the surgical procedure? Sigmoid diverticulitis. What is the patients age and sex? Not known. Has the patient undergone any treatments that would have impacted the health of the tissue? Not known. Was a second procedure required? If so, the surgeon observe any evidence of staple presence? No. Please specify what is meant the leak resolved on its own? Patient had a drain placed. After day 4, the drain was clear. How long was the patient in the ICU? Not known will the colostomy be temporary or permanent? Temporary. Was this a recent conversion to ees devices in this account or with this surgeon or pa? No.

Event description:
It was reported that the device was used in a single port laparoscopic sigmoid colon procedures for diverticulitis. A leak test was performed with a proctoscope and saline put into the pelvis and air was inserted. On the anvil side, the surgeon used 2.0 prolene to perform the purse string, no purse string device was used. The surgeon used a bovie to clean up the fat around the area. The pa went below, placed the device. Pa completely closed down the device, till it did not turn anymore. The surgeon was above and snapped on the anvil. The pa fired the device. No ischemia or necrosis of tissue was present and the donuts were complete. The case was completed with no patient consequence. The patient did required a colostomy. The patient presented with a post operative leak on the left lateral portion of the anastomosis. On day 4 the leak stopped. The patient has been discharged home. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.